Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2022 as they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. Customer reported that the pump had flashing display. No further complications were reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned device for an alleged flashing display, missing segments/partial display, ems dispatched and was hospitalized for low blood glucose found on (B)(6) 2022. Also, on (B)(4), svn#: 000312383326 - customer returned device for an alleged sensor anomaly and no motor movement or negligible movement. Retries to free a stuck motor failed alarm found on (B)(6) 2021. Device was received with a constant flashing display. However, the device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches device failed the self test due to a constant flashing display. However, the device passed the led test, vibration test and tone test. No missing segments/partial display noted. No unexpected no motor movement or negligible movement. Retries to free a stuck motor failed alarm noted during the testing. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2022. There was no data available to check no motor movement or negligible movement. Retries to free a stuck motor failed alarm in the formatted history file for the event date of (B)(6) 2021. The device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator¿assembly noted. The original electrical board was installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the device on using the battery simulator and no constant flashing display noted. The original electrical board was installed and swapped out with a working test electrical board case, internal battery and motor. Powered the device on using the battery simulator and a constant flashing display noted. A constant flashing display was confirmed, problem isolated on the lcd/electrical board. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Missing segments/partial display, sensor anomaly and no motor movement or negligible movement. Retries to free a stuck motor failed alarm were not confirmed. A constant flashing display was confirmed, problem isolated on the lcd/electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.